Event description:
It was reported that a user experienced an intermittently unresponsive sleep/wake button on the ilet pump, requiring a 30¿45 second delay before the button responded, despite clean, dry fingers, an undamaged and dry pump, and current firmware; troubleshooting and education were completed, and the user was instructed to restart the pump and capture video if the issue recurs. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and functional confirmation through user-performed checks and a device restart. Investigation of this case revealed an intermittent user interface responsiveness issue related to the sleep/wake button, with no confirmed hardware damage and no software update pending. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.